Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple pump error alarms. The blood glucose level was unknown. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Pump received with a partial display due to cracked lcd glass. Unable to verify pump error 43 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the partial display. Pump received with moisture damage on the electronic assembly.